Manufacturer narrative:
This event is reported at this time based on analysis results which indicate a reportable event. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) , as found condition: the pipeline flex embolization device was returned within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within its introducer sheath. The pu sher was found detached within the introducer sheath. The pusher and braid were removed from within the introducer sheath. No bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher was found detached at the distal hypotube weld (solder joint). The resheathing pad and marker were found detached from the distal core wire. The distal core wire was found broken proximal to the sleeves. The pusher sleeves and tip coil were not returned. The pipeline flex braid proximal end was found damaged (frayed) with the pusher resheathing pad within the braid end. The braid distal end was found damaged (frayed). Testing/analysis: the detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental and failure analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). The broken distal core wire exhibited corrosion damage and overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. Damages found with the pipeline flex embolization device (pusher stretched/detached, braid damage) can occur if the device is advanced/retrieved against resistance. Resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to use of an incompatible catheter, catheter damage, user does not maintain continuous flush, or users pulls back on/torques wire while advancing the pipeline flex in the catheter. The patient¿s vessel tortuosity was ¿normal¿, and the marksman catheter is compatible for use with the pipeline flex embolization device. Information regarding use of a continuous flush was not provided. The marksman catheter used in the event was not returned. Therefore, an analysis could not be performed and conformance to specification could not be assessed. Regarding the solder joint separation issue, separation can occur due to excessive force or inadequate solder /tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline was stuck in the microcatheter. The patient was being treated for an unruptured saccular aneurysm in the ophthalmic artery. The max diameter was 6mm and the neck diameter was 4mm. The distal landing zone was 3.5mm and the proximal landing zone was 3.8mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. For aneurysm embolization, ped embolization was planned. After the catheter was in place, the diameter of the blood vessel was measured. Ped-375-20 was planned. After many attempts, it could not be pushed out of the catheter, the whole system was withdrawn, and then another system was used to successfully complete the operation. No symptoms were reported. Additional information received reported there was no damage observed to the pipeline pushwire or catheter. The catheter used in the event was a marksman.